Manufacturer narrative:
H6: omitted e1302 based on a review of the complaint file.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had a small left ventricle and organ damage. Other contributing factors: vasoactive medications. Fluid shifts. The rp flex primed and ready on cardiac catheterization laboratory (cath lab) table. The placement signal 60/60s and continued to increase without widening up over 100/100s. The staff attempted to check if it would zero on new aic console ic11584. No changes. New impella rp flex utilized and inserted without problem. The device was noted to never touch the patient just prime on the cath lab table. During support, with the new device, the patient's urine output decreased and the staff suspected hemolysis. Pink/red 5ml per hour reported at bedside by the nurse. Creatinine (cr) bump to 2.22 and alanine aminotransferase alt up to 1463. Lactate was clearing from 12.9 to 4.6. The patient was administered at least 6 units of red blood cells (rbc). The target activated clotting time (act) was maintained throughout support. This impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the issue was not determined without returned product investigation and sufficient clinical details.